Manufacturer narrative:
The event date provided was only the year of 2020. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 9/21/2020. The device evaluation was completed on 10/21/2020. The device was visually inspected and the hemostatic valve was found dislodged into the hub and a kink on the shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001222 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where the biosense webster inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that it was not possible to insert the dilator into the sheath. There was no patient consequence. The event was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc product analysis lab received the device for evaluation and observed on 10/16/2020 that the hemostatic valve was dislodged. The returned condition was assessed as an MDR reportable hemostatic valve separation issue. The awareness date is 10/16/2020.